Event description:
Patient presented with instability so doctor proceeded to new ts insert and ts femur with stems and augments. Parts listed were removed.

Manufacturer narrative:
The patient is 65 inches in height. An event regarding instability involving an unknown size 4, 13mm ts insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalog number and lot code were not provided. Device description reported as an unknown size 4, 13mm ts insert. The following other devices were also listed in this report: unknown size 4 left ts femur; cat# unknown; lot# unknown. Triathlon stem extender 25mm; cat# 5571-s-025; lot# unknown. Tri press-fit stem 12mm x 100mm; cat# 5565-s-012; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information is not available per hospital protocol. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient presented with instability so doctor proceeded to new ts insert and ts femur with stems and augments. Parts listed were removed.